Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the printer drawer will not open. It was also noted that the power supply was out of electrical specification and the stylus was unable to be calibrated. Concomitant medical products: product ID: 2067l, radiofrequency head. (B)(4).

Event description:
It was reported that the printer sled on the programmer printer jammed and made the printer inoperable. The programmer was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with the event.